Manufacturer narrative:
No device returned. Because no device was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified although the customer reported the event was a serious injury, the customer has not provided the details of patient impact. Although requested, patient demographics not provided.

Event description:
Customer advocacy received a copy of the customer's sus voluntary event report from the FDA which states, "alaris pump was infusing tpn the fluid free-flowed, should have taken 24 hours but went in only 2 hours FDA safety report ID # (B)(4)."